Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the device would not deliver defibrillation energy and gave an 'abnormal energy delivery' message. The cause of the reported event was determined to be due to a broken internal strap on the main capacitor which prevented the device to deliver energy.

Event description:
A customer contacted physio-control to report that their device had illuminated its service indicator. Upon evaluation, by physio-control, it was observed that the device would not deliver defibrillation energy and gave an 'abnormal energy delivery' message. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.